Event description:
It was reported when using the bd vacutainer® barricor¿ lh plasma blood collection tubes, the device experienced poor barrier separation of sample. This event occurred 4 times. The following information was provided by the initial reporter. The customer stated: 4 tubes have the barricor separator whom didnt move properly in the middle of the tube after centrifugation. And the sample instrument problem comes and crashed on it.

Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for separator position was observed. Additionally, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, the indicated failure mode for separator position was not observed. There were no difficulties encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was not able to duplicate the customer¿s indicated failure mode, separator position, because the defect was not evident in the testing of the retained lot samples. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for separator position based on the photos provided. Retention sample testing was satisfactory. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® barricor¿ lh plasma blood collection tubes, the device experienced poor barrier separation of sample. This event occurred 4 times. The following information was provided by the initial reporter. The customer stated: 4 tubes have the barricor separator whom didnt move properly in the middle of the tube after centrifugation. And the sample instrument proble comes and crashed on it.